Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced broken pinch valve at vl53a to resolve the issue. (B)(4).

Event description:
Customer reported an error condition of voteouts (non-numeric results) was generated for the reticulocyte and differential parameters when using the coulter lh 750 hematology analyzer. The latron primer results were also out of specification. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.